Event description:
This report is to advise of a fracture noted in the catheter during analysis.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. A thermocouple signal loss error and no contact force was displayed when the returned device was connected to the tactisys quartz unit. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. The deformable body thermocouple (tc2) was determined to be fractured at the location of the fracture in the shaft material, consistent with the reported event.